Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a service indication. Upon evaluation, physio-control observed that device had logged an event code. It was also observed that the device would deliver defibrillation therapy, but the output would only be monophasic. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device displayed a service indication. Upon evaluation, physio-control observed that device had logged an event code. It was also observed that the device would deliver defibrillation therapy, but the output would only be monophasic. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to the ferrite bead on the therapy wire harness that was pressing against and integrated circuit, designator u1, on the analog pcb assembly, causing u1 to have broken solder connections on its legs. This resulted in energy being sent through resistor, designator r212, and causing it to arc and break. This caused the device to display a service indication and delivering a monophasic shocks at a reduced energy level. The cause of the broken solder legs on u1 was determined to be due to the therapy wire harness that was not manufactured to specification, which resulted in the ferrite beads to move out of place and push on u1, and crush or break its legs.